Manufacturer narrative:
Date rec'd by MFR: 13sep2019. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The customer reported that the battery was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29aug2019.

Event description:
The customer reported a battery failure. There was no patient involvement.